Event description:
At initiation of hemodialysis treatment staff report a leak at the needle luer connector. A new needle was inserted to continue treatment. Ebl=50cc. No pt injury or need for medical intervention is reported. As of filing initial MDR the complaint sample has not been returned to the MFR.